Manufacturer narrative:
If any additional information is received regarding the status of iabp, the complaint will be reopened and updated accordingly and a follow up report will be submitted. Analysis of production: (3331/213) a device history record (DHR) cannot be reviewed as no serial was provided. Historical data analysis: (4109/213) no complaint history review can be performed as no failure mode was specified. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. If additional information is provided, a supplemental report will be submitted. Patient height: 178cm. Not returned to manufacturer.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on the patient post ventricular tachycardia (vt) arrest with statlock as the intra-aortic balloon (iab) securement. The customer had changed the statlock several times. It was discovered that the iab had migrated and was found by x-ray to be in a position approximately 7.5 cm lower than expected. The iab had been inserted via femoral artery. The morning after the statlock was changed, the patient had experienced mesenteric artery and bowel infarct. The customer attributes the patient's death to mesenteric artery infarct, complicated by refractory vt arrest and subsequent extracorporeal membrane oxygenation (ECMO) treatment. This report is for the intra-aortic balloon pump, the iab catheter in use has been reported separately on medwatch report# 2248146-2021-00292.